Event description:
The user facility reported an employee reported s40 buffer contacted her eye when moving a box of s40 sterilant. The employee washed her eyes thoroughly and was sent to the emergency room.

Manufacturer narrative:
Steris obtained photos of the case of sterilant; loose powder can be observed inside the case. Steris advised the customer to dispose of the sterilant and provided a credit for the entire case. The employee has no sustaining injuries and is back to work. Steris contacted the carrier and confirmed that no damage was noted by the carrier during transit to the customer. The pod for this product was reviewed; no damage was noted upon arrival at the customer facility. Packaging instructions and methods were reviewed for the product. All cartons are inspected and hand packed into shipping cases; each shipping case is moved by hand to a shipping pallet. The account manager will contact the customer to offer an in-service on the proper storage, handling and use of s40 sterilant. Steris has found this event to be isolated.